Event description:
It was reported that 6 bd micro-fine¿+ pen needles experienced leakage. The following information was provided by the initial reporter: 6 needles have leaked. The product is used by the customer's father, and insulin is injected once a day (6 units/time), and a needle is used once.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd micro-fine¿+ pen needles experienced leakage. The following information was provided by the initial reporter: 6 needles have leaked. The product is used by the customer's father, and insulin is injected once a day (6 units/time), and a needle is used once.

Manufacturer narrative:
H6: investigation summary: samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended.